Event description:
The customer reported via phone call that they had air bubbles on the reservoir and/or tubing of the insulin pump. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, customer advised to request a reimbursement of the insulin but it may take some weeks before he hear from anyone. The customer agreed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.